Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic analysis revealed a broken cannula with characteristics of residual bends on the broken hub end and tubing ovality. Removal of some of the adhesive made this observation more apparent. The shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot number 4307785. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the investigation findings are all indicators of bending/re-straightening mode of failure.

Event description:
It was reported that while using a bd ultra-fine ii (short) self-contained insulin syringe, the needle detached and remained in the consumer's injection site. The consumer went to an emergency department where she was evaluated and received an x-ray. The x-ray did not visualize the needle and the ER physician told the consumer that the needle will probably work itself out of her body.

Event description:
It was reported that while using a bd ultra-fine ii (short) self-contained insulin syringe, the needle detached and remained in the consumer's injection site. The consumer went to an emergency department where she was evaluated and received an x-ray. The x-ray did not visualize the needle and the ER physician told the consumer that the needle will probably work itself out of her body.

Manufacturer narrative:
It is unk if a sample is available for eval. A review of the device history record revealed no irregularities during the MFR of the reported lot number 4307785. If a sample is received a supplemental report will be filed upon completion of the investigation. (B)(4).